Event description:
Initial surgery was done for the left knee with lcs in 2008. After the surgery, mrsa infection was found. Another surgery to remove the implants will be performed at a later date.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.